Event description:
The customer ran blood tests on the contour next link meter. The readings were 47 and 45 mg/dl. He retested on a different meter and the reading was 148 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.